Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead fracture. Lead fracture caused patient to receive inappropriate shocks twice. As a result, a new rv lead was successfully implanted. No additional patient adverse effects were reported.